Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient¿s outcome could not be conclusively determined through this evaluation. Review of the submitted log files confirmed low flow alarms; however, a specific cause for this finding could not be conclusively determined through this evaluation. Review of the submitted log files confirmed low flow alarms for approximately 1 hour and 15 minutes on (B)(6) 2024 before pump support was discontinued. The onset of the low flow alarms was captured; however, a specific cause for the low flow could not be conclusively determined. It was noted that the silence alarm button on the controller was not pressed for approximately 30 minutes after the onset of the low flow alarms. The system appeared to be operating as intended at the stored patient speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including death. Section 1 also provides an explanation of all pump parameters, including speed, flow, power, and pulsatility index (pi). This section explains that pump flow is a calculated value that is estimated based on pump power. Section 1 explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (ie, the pump is providing greater support and further unloading the ventricle). Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. D, is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the cause of death and cause of the low flow alarms were unknown. The patient had come from a facility with low flows and was arresting. Care was withdrawn. The death was not considered to be device related and the device reportedly operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient arrived via emergency medical services (ems) at the emergency room in cardiac arrest. The patient was pronounced shortly thereafter. Log files captured low flow events on (B)(6) 2024 between 13:16:00 and 14:31:13. The log also captured intermittent low power hazard and no external power events on 09jan2024 between 14:04:42 and 14:26:57. This was caused by power to the mobile power unit (mpu) being briefly interrupted. There was no interruption in pump support during these events. The emergency backup battery (ebb) operated the system as intended during the no external power events. The pump operated between the set speed of 5400 rpm and the low speed limit of 5000 rpm throughout the log file duration. The log ended with the driveline being disconnected on 09jan2024 at 14:31:14. Related mpu manufacturer report number is 2916596-2024-00354.